Event description:
The clinic reported experiencing over-corrections in 5 patients treated for lasik vision correction. Further patient details have been requested but have not been provided.

Manufacturer narrative:
(B)(4). An amo field service engineer (fse) examined the system and found that the laser was due for its routine maintenance. The cause of the over-corrections was not able to be determined. The fse replaced optics and performed a system calibration to bring the laser to its optimal operating condition. The system met the specification for the device upon departure. During the follow-up with the clinic by amo's clinical development specialist, the clinic reported that they recently had construction performed and this may have been a contributing factor to the event.